Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure. A field service engineer tested drawer 2-1 multiple times and no device problems found. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, the drawer 2.1 had failed and required maintenance. The customer reported that there was no medication delay since user managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.